Event description:
The integra sales rep reported for the facility the following: the original procedure was performed in 2007, for talo-navicular fusion, using a compression plate. The physician stated that the pt was non-complaint since the surgery and that the bones did not fuse. The pt had last been seen by the physician four months later. X-rays at that time did not show a break in the compression plate. The pt returned to the physician in 2008, complaining of pain. An x-ray revealed that the compression plate was broken at two separate points in the inter-axis of the plate. The compression plate was removed on four days later, and a new compression plate of the same size was implanted. The pt requested to keep the broken plate.

Manufacturer narrative:
The device is not expected to be returned for eval. An investigation has been initiated based upon the reported info.